Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 40 mg/dl and insulin pump keeps going off even after changing new battery. Customer¿s current blood glucose was unknown. Customer stated that insulin pump had off no power without low battery warning. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test.